Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was observed that the unit's motor with/lid with/contacts had signs of corrosion and had some debris on it. It was further determined that the coupling head label was worn and the other components were worn and corroded. It was further determined that the control coupling f/colibri hole for cylinder-pin was damaged. It was further determined that the issues were consistent with normal wear. It was further noted that the issues identified were non-failures issues as the device passed the pre-repair diagnostic assessment. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a short trochanteric fixation 235 mm nail (tfn) surgical procedure, it was discovered that the gearbox of the small battery drive device seemed to slip and made a weird noise when torque was required. It was further reported that the device did not work with any attachment device. It was reported that the event occurred during use on a patient. There was a five minute delay to the surgical procedure. A spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.